Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with the pump showing a fill estimate of 15 units instead of the expected 100 units. There was no adverse impact to the customer's blood glucose level. Customer support educated the caller on the importance of completing the cartridge air removal step before filling it, and the caller acknowledged and understood the guidance.